Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2007 and suture was used for superficial skin closure. The patient returned two weeks post-operative for pain on the left side. The surgeon noted that the suture had not absorbed. Most of the sutures were simply cut and removed, but there was a lump that was encapsulated which was numbed with lidocaine and the surgeon had to make a slight incision to remove the suture. The area was not resutured and was left to heal from the inside out.

Manufacturer narrative:
(B)(4). Suture nonabsorption. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.